Event description:
Bilateral capsular contracture, baker grade 3, left side.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint: (B)(4). Sientra received the suspected device from the customer and performed a failure analysis. The device was returned intact and functional with some bubbles observed in the gel. Some creases were observed. No additional observations. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.